Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there was oversensing of noise stored on the right ventricular (rv), shock and right atrial (ra) channels. Manipulating the header on the implantable cardioverter defibrillator (ICD) did not recreate the noise and exhibited no change in impedance measurements. The noise was reproduced with isometrics. The ra impedance had decreased from 600 to 400 ohms, but had stayed stable in the 400 ohm range. An x-ray was taken which did not yield any significant findings. The duration was extended and the patient was given a remote home monitor. The physician opted to continue to monitor the patient. Almost three years later the oversensing of noise continued and the impedance measurements remained the same. The noise is able to be recreated on both the ra and rv channels with pocket manipulation. Subsequently a revision procedure was performed where the ICD, ra and rv leads were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, analysis of the rv lead revealed that the lead was severed at 200 millimeters from the terminal pin. A portion of the lead and lead insulation appeared to be missing. Cuts, tears and puncture holes were noted in the insulation and there was blood and body fluid in the lead lumen and helix housing. A portion of the wire from the extracting stylet was returned twisted around the lead body near the tip segment¿s severed end. Detailed analysis found that the tri-lumen insulation was damaged through the rate sense negative lumen at approximately 342 to 343 millimeters from the tip and the conductor ends were cut. Microscopic analysis indicated the insulation damage was a smooth concave abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead on lead contact coupled with movement. The reported noise and impedance measurement change were likely the result of the lead damage observed by the laboratory.